Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices, as well as on the returned data. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned data from (B)(6) 2018 have been analyzed. The inspection of the available iegms from episodes 62 and 63 on (B)(6) 2018 revealed oversensing of right ventricular heart signals in the atrial channel, as well as oversensing of atrial signals in the right ventricular channel. As a result, a vf was detected in the rv channel in episode 63 with a corresponding shock delivery which led to a vf, confirming the clinical observation. These findings most likely resulted from the suspected lead dislodgement. Furthermore, the trend data revealed light fluctuations of the pacing and shock impedance since (B)(6) 2018. The right ventricular sensing amplitude decreased at that time from around 12 mv to approx. 4 mv with a subsequent varying progression until the (B)(6) 2018. Additional information regarding the nearby lv lead was received on (B)(6) 2019 stating the lv lead was replaced on (B)(6) 2018. Based on this information, a connection between the dislodgement of the rv lead and the lv lead replacement cannot be excluded. In conclusion, the analysis did not show any indication of an ICD malfunction. It is reasonable to assume that the suspected dislodgement of the rv lead might have led to the clinical event. A relation between the dislodgement and the lv lead replacement is conceivable.

Event description:
Ous MDR - it was reported that approx. 2 months after the implantation during homemonitoring follow up an inappropriate shock due to oversensing was noted inducing an intrinsic vf. The physician reportedly suspected a lead dislodgement.